Event description:
The complainant reported that impella 5.5 was in good position, but it looked like the impella was getting false impella in aorta alarms. The rn was advised to disable the placement signal monitoring.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Clinical details reported that on the first day of support, position in aorta alarms were triggering even though echo confirmed proper pump placement. Data log review confirmed many positioning alarms during the first 30 hours of the case. There were also 42 placement signal not reliable (snr) alarms, mostly in the first half of the case. When these alarms were triggering, snr was quite variable, dropping when there was a rapid and relatively random oscillation between a larger and smaller amplitude raw/calculated optical signal waveform. This was causing for the calculated placement signal to be out of synch with the motor current, then causing false position in aorta alarms. On 29/mar/25, most all psnr and positioning alarms resolved when the ps stepped down in pressure measurements, though there was not a clear trend noted through the case that snr was dropping/improving at specific pressure measurement values. Clinical details did not report anything that would explain the abnormal waveform/rhythm seen or anything to align with psnr resolving on 29/mar/25. Returned product was investigated and there were no visual abnormalities. The pump's 5s parameters were in specification when connected to a console, and it passed both laser continuity and uson testing. Since limited clinical detail was provided, returned product did not exhibit any optical signal issues, and there were no definitive causes seen in data logs, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.